Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the tip of the access system detached. A left atrial appendage (laa) closure procedure was performed. A 30 mm watchman ® laa closure device & delivery system (wds) was inserted into the watchman® access system (was). The closure device was deployed, but a full recapture was required. Outside the patient, the physician noticed a portion of the tip of the was on one of the struts of the closure device. No recapture difficulties were noted and there was no damage to the wds. The physician decided to use a second was to deploy a second closure device successfully. There were no patient complications reported and the patient was not adversely affected.